Event description:
A customer reported experiencing a past event of high blood glucose, though the exact level was not specified and described as "high." Cause was not known. In response to this event, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The control iq feature was active during the event, and the customer did not experience frequent high blood glucose episodes. Technical support advised the customer to consult with their healthcare provider to explore factors affecting their blood glucose levels, and the customer acknowledged the advice given.